Manufacturer narrative:
A ge representative evaluated the system and replaced the interconnect cable. System operates as intended. This MDR is related to ge healthcare.

Event description:
The customer reported the system intermittently loses images. No patient injury was reported.